Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
This is a customer inquiry received on 14-nov-2024 by olympus japan from (B)(6) located in japan reported by (B)(6). The inquiry has been initially received in japanese. According to the reporter, on (B)(6) 2024, the following issue occurred: request: due to water leakage from forceps channel. Troubleshooting: non-object. Reportedly, this issue involves the following olympus product gf-uct260. According to the available information, this issue did not cause or contribute to a positive test culture, (suspected) infection, death; did not occur during a procedure. The reporter stated that the device is expected to be returned. Reportedly, a customer letter is not requested. Translation of inquiry record determined as a complaint done by triage complaint evaluator (B)(6) fluent in english and japanese on (B)(6) 2024.